Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pretest for check the power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the compact air drive device, it was determined that the motor of the device was worn. It was further determined that the device failed pretest for check the power with test bench. It was noted in the service order that during an unspecified surgical procedure there was a power loss. It was reported that there was no delay in the procedure due to the event. It was reported that a spare device was available for use and the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.